Manufacturer narrative:
(B)(4). Foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening the package, a hair like substance was found inside the sterile packaging. The product was not used in the surgery. No patient impact or consequences.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned products identified that there is hair-like debris inside the sterile packages. Device history record (DHR) was reviewed and no discrepancies were found. These products likely left zimmer biomet control non-conforming. The root cause of the reported issue is attributed to manufacturing deficiency. A corrective action was previously initiated to address this issue for debris in sterile packaging. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.